Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. One .035" wire guide from the reported redo single lumen tpn catheter set was returned with a broken tip. The visual inspection of the returned device confirmed that the flat wire width, thickness, length, and wire guide diameter were all within manufacturing specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event related to this failure mode. The affected product was discarded. It should be noted there were no other reported complaints for this lot number. A document review was performed on the wire guide in the redo single lumen tpn catheter set for the manufacturing specifications, manufacturing instructions, and quality control instructions. There were no gaps found in production or processing controls of the wire guide. Based on the information provided and the results of our investigation, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was scheduled for a nephrostomy procedure. The customer reports that the tip of the redo single lumen tpn catheter broke. The event occurred during device examination prior to use on the patient. A replacement catheter was obtained to complete the procedure there are no reports of adverse patient consequences related to this event. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report.